Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 19-apr-2016 from a consumer regarding the event. Per the reporter, the patient¿s catheter tip was located past the arachnid layer of the brain and that was where it was supposed to be placed. The reporter also stated that in (B)(6) 2008 the patient ¿had 50 punctures from trying to fill a flipped pump that resulted in pseudomonas and betaclactamase infection and did a catheter revision¿. The pump was delivering lioresal (2000 mcg/ml at 1420.8 mcg/day).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that levaquin intravenous (IV) was administered to the patient and the patient's mother took care of the infection. It was indicated that the event occurred 8 years previously and that the pump flipped in (B)(6) 2008. The hcp stated that according to the patient's mom, there was no separate catheter revision in (B)(6) 2008. Another supplemental report will be provided if additional information becomes available.

Event description:
It was reported three healthcare providers (hcp¿s) were unable to access the center port for refill and a possible flipped pump was discussed. The patient was brought to x-ray/fluoroscopy and still they were unable to access. It was noted, the patient had been admitted to the hospital as a precaution. It was also reported, the patient was having no symptoms, but was due for a refill. The 8840 physician programmer was reading an expected volume of 2.5 milliliters (ml). It was further reported, the patient who did not even weigh (B)(6) at that time, flipped the pump upside down and it could not be refilled and then "they went in again and flipped it around." The patient was receiving intrathecal baclofen therapy. A follow-up report will be sent if additional information becomes available.